Event description:
The customer reported a burning smell while using the architect i2000sr analyzer. Abbott field service evaluated the back panel board of the analyzer indicating they observed evidence of burning on a connector due to liquid on the card cage. There was no report of injury to any operators or impact to patient management.

Manufacturer narrative:
(B)(4). The evaluation of the customer issue included a review of the complaint text, abbott field service review, a search for similar complaints, and a review of product labeling. An abbott field service engineer (fse) completed troubleshooting of the instrument. The fse found the card cage 2 amp fuse had blown. Splashing of liquid on the card cage area may have caused the fuse to blow. The fse replaced the i2000sr card cage and the card cage 2 amp fuse. A service history review found no service history issues with this instrument. Since the fse changed out the card cage 2 amp, no additional complaints for burning/burning odor, or card cage 2 amp fuse issues for the analyzer have been generated. Tracking and trending was completed and no adverse trend was identified. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect i2000sr analyzer, ln 03m74 was identified.